Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a car accident, the right atrial (ra) lead exhibited loss of capture and high out of range impedance measurements. The ra lead was explanted and a new lead was successfully implanted. The boston scientific sales representative stated that a fracture was not immediately noticed upon visual inspection. The lead was given to the patient by the hospital staff and will not be returned for analysis. No adverse patient effects were reported.